Event description:
Hospital advised that system was set up to infuse with three channels in operation. Channel c was set up to infuse at a rate of 8cc/hr and the rate changed to 133cc/hr. User indicated that the rate of 8cc/hr was displayed on the apm, but user saw a rate of 133cc on the lvp. Event occurred in the early morning hours between 4:00 a.m and 6:00 a.m. When the day the night nurse came on duty, user observed that the bag on channel c was still "full".. The medication was unknown, director of biomedical engineering speculated that it was pitossin or oxytossin, based on the rates, and on the fact that the patient was an ob/gyn patient. Guard rails were not in use, these drugs are not in the drug library. Hospital downloaded event history log and e-mailed for analysis.